Event description:
During a treatment procedure, difficulty was encountered advancing a catheter over the guidewire. A section of the guidewire appeared to display a 'swelling'. Another device was used to complete the procedure. The clinical outcome is reported as 'ok'. The pt is reported as 'ok' following the procedure; no pt injuries or complications were reported.